Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient was found unresponsive and the paramedics noted the rhythm to be bradycardic. CPR was performed and the patient regained consciousness with no other symptoms. At the hospital a remote interrogation was performed which found the lower rate limit of the cardiac resynchronization therapy defibrillator (crt-d) was at 60 bpm with the presenting electrom showing the device atrial sense bi-ventricular paced at 75 bpm. There were no stored episodes within the last 72 hours. A full interrogation of the crt-d was performed which revealed normal function. The cause of the patient's syncope was unknown. The crt-d remains in service and no additional adverse patient effectrs were reported.

Event description:
Additional information was received from the patient's daughter that her father continues to experience syncopal episodes. The patient's daughter noted that the episodes have increased recently. Boston scientific technical services (ts) referred the family to the patient's physician. The daughter indicated a remote interrogation had been performed. The cardiac resynchronization therapy defibrillator (crt-d) remains in service and no additional adverse patient effects were reported.